Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that steps taken to resolve the burning sensation included turning off the stimulator completely after the patient had set it up to 2.50-3.00. It felt like a wire sparking against his back 1 inch above the box in her back. The patient went to the doctor's office on (B)(6) 2015, and someone turned the patient's implant off and recommended an explant. The patient had been trying to coordinate with their office to schedule an explant but had not been able to coordinate anything. It was turned off or 00.0 and the nurse turned it off by her machine.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported a that they increased the stimulation amplitude to 3.0v and they felt a burning sensation an inch above where the implantable neurostimulator (ins) was. There were no falls or trauma associated with this event. The patient had a CT scan on their back about 2 weeks prior to the report but the burning sensation had started before that. The patient turned the stimulation off the week prior to the report and the burning stopped. They turned the stimulation back on during the day of the report and the burning started again so they turned the stimulation back off. The patient was trying to get a spinal surgery to have their nerve repaired and asked if the device could be removed. There was no indication of a surgical intervention being planned or performed at the time of the report. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.